Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Reportedly, the customer did not take action and called in to tandem to troubleshoot. The customer reverted to an alternative method of insulin therapy.